Event description:
A doctor's office alleged that the cement was setting up too quickly while seating a crown for multiple patients. This is the first of two (2) reports.

Manufacturer narrative:
The doctor had shortened the crown by one (1) millimeter without further incident. To date, the patient is doing fine. The lot number 4720553 had been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.